Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up experiencing muscle stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. After the device software was downloaded, normal device function resumed. The patient was in stable condition and was no longer experiencing muscle stimulation after the download.